Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having trouble charging their implantable neurostimulator (ins). Patient (pt) said the issue started today. Pt mentioned earlier the controller was at 100% and its been an hour and 15 mins (during the call) controller charge level decreased from 50% to 40% and the implantable neurostimulator (ins) was at 50%. Pt said before they had gone 5 days without charging and never reached low battery on their ins. Pt also mentioned it's been 3 days since they charged the ins and earlier they saw a caution symbol (low battery). Pt said they already tried clean the contact pins and reset the controller but that didn't resolved the issue. Pt mentioned they never had to charge longer than 30 mins to charge the ins. 3 days ago when they charge the ins for 20 mins the charge level jumped from 60% to a 100%. Pt also said they didn't change their settings for 6 months and it worked well for them. During the call agent had pt to reset the controller. Pt confirmed no visible damage on the compartment of the controller, port, recharger paddle, cord and pins, agent asked pt to clean the connection pins. Agent asked pt to start the recharge session. Pt said charge level showed 50 for the ins and from 100% down to 40% for the controller after an hour and 35 minutes maybe longer. Pt said they are not using the charging belt because it was too big for them so they bought a different belt that fits for them. Pt also mentioned when they charge the ins sometimes when they are cooking, laying down to press the recharger to their ins because they cannot sit up since the ins was taking too long to charge. Agent reviewed recharging best practices. Agent advised pt to keep charging the controller until it reaches enough charge level and charge the ins. Agent advised patient to monitor the issue and offered a call back to finish the trouble shooting process. When agent was about to ask the healthcare provider (hcp) the patient disconnected the call. Patient called back and stated they left their controller to charge from ac power, and that got up to 60%, then didn't advance to 70% after ~15 minutes, so they decided to try charging the ins again. Patient left the recharger connected for more than 15 minutes, and it never took them more than 30 minutes to fully charge the ins. While charging the ins, they still couldn't advance beyond 50%. Patient repeated previously documented information about troubleshooting that had been done and mentioned they meticulously keep their cords stored in a safe manner to prevent damages. Agent reviewed information, sent request to repair, and closed case.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that the symbol appeared on device was for an unknown reason. Patient told that they charge every 2 days and keep charging cords etc in case provided by medtronic. They first contacted medtronic rep who then gave me phone # to call manufacturer. The ins at 50% issue has been resolved after receiving new controller support.